Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that the patient experienced a skin reaction. The sensor was inserted into the abdomen on (B)(6) 2019. The patient reported on (B)(6) 2019 she experienced burning sensation at the insertion site and it was hot by touch. The patient described the area was red, and a raised pimple like form and filled with pus. The patient stated she saw her primary care physician on (B)(6) 2019 and was prescribed antibiotic keflex. At the time of contact, the patient stated she is still experiencing the same symptoms and has a scheduled follow-up appointment on (B)(6) 2019 with her primary physician. No additional event or patient information is available.